Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6) (r964263901). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels were 267s and heparin was given. A pre-implant balloon valvuloplasty was done with a 18mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 5mm and at left coronary cusp (lcc) was 5mm. After the implant, the patient had a left bundle branch block (lbbb) qrs with 124ms. The patient had long term monitor. On (B)(6) 2025, the patient had cardiac arrest and a temporary electrostimulation probe and micra was implanted. On (B)(6) 2025, a permanent pacemaker was implanted. The patient required prolonged hospitalization. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of left bundle branch block (lbbb), qrs duration of 124ms, cardiac arrest, hypoattenuated leaflet thickening (halt), and thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported lbbb, cardiac arrest, thrombus, hypoattenuated leaflet thickening, and qrs duration could not be conclusively determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were results of case-specific circumstances as temporary pacemaker was placed, and subsequently permanent pacemaker was implanted, and anticoagulation therapy was initiated. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.